Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 42 mg/dl at the time of the call. Customer also reported the insulin pump was vibrating for unknown reasons. The customer stated there were no recent alarms in the alarm history. It was also found the customer had a open circle on their insulin pump. The customer was assisted with programming their insulin pump. The customer's blood glucose was 60 mg/dl at the end of the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.